Event description:
It was reported that the pt presented at the hospital complaining of a loss of therapy in the last few weeks. Telemetry confirmed the implantable neurostimulator (ins) defaulted to factory settings, in addition to deletion of the serial numbers. The physician attempted to reprogram the device, but after entering a new value, the ins went back to nominal value. The pt's last reprogramming was performed in (B)(4) 2010, and pt was doing very well. Last programming values were: (B)(4) . The physician suspected a possible open circuit. An x-ray was taken to see if there's a broken lead or extension; x-rays did not confirm any abnormalities. A surgical revision of the leads and extensions was done on (B)(4) 2010. The ins will be explanted if they cannot troubleshoot the issue. Add'l info has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4) .